Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the program installed during the last meeting was not useful to the patient. The patient was still in pain, suffering, feelings of stabbing in the perineum, with a lot of problem, and the pains return like what was before any stimulation. On (B)(6) 2021 the doctor changed her program but this program still does not cover the perineal region, what forced him to put the patient on morphine. The region previously covered with the previous ins was not covered with the current ins. In addition, when the stimulation time was increased, i.e. Going towards 300-330 microseconds, the patient feels very embarrassed and feels like constipation backwards.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s attending physician reported that after ten days of the third programming, the patient was improving and was at ¿75-80% good progress.¿ it was noted the patient¿s new settings were: ¿a1: + 2 / -7 / + 12 300 microseconds - 80 hz 5.5 v, a2: + 2 / -3 / + 4 240 microseconds- 80 hz 6 v, and a3: + 11 / -12 300 microseconds - 80 hz 7.5 v.¿ group impedances were reported as 885 ohms, 724 ohms, and >4000 ohms for groups a1, a2, and a3 respectively. It was stated that although group a3 had a group impedance of >4000 ohms, the group ¿gave really good results¿ clinically. Specific impedance results provided indicated that electrodes 8, 9, 10, 13, 14, and 15 were all >40000 ohms when tested at 3.00 v. The ¿period to go from 100% charge to 50% was 48h ¿ 54h.¿ no further complications were reported or anticipated.

Event description:
Additional information received reported that a battery depletion estimate run with the previously reported settings noted that ins depletion from 100% to 0% would be expected to occur after 4.3 to 5.2 days. As such, the depletion from 100% to 50% charged in 48h-54h would fall within the expected rate. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during ins replacement surgery for end of life, once the new ins was connected the plots impedance test was done which had very high results. The old ins was then connected and the impedances were well and no problem detected. The new ins was connected again and the problem persisted, the impedances were very high. The cause of the event was the impedances of the 2 channels were high. The ins remained implanted. The patient received therapeutic effect. It was further reported that as of (B)(6) 2021 the plots impedances were still very high. The patient symptoms were controlled and the patient was receiving the therapeutic effects but the pelvic region which was very painful for the patient was not fully covered as effectively as with the previous ins. The patient was capable to feel more electrical stimulation in her body after increasing the stimulation voltage. There was no patient harm or injury.